Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device revealed that the delivery wire and proximal contact were kinked, likely due to handling. Additionally, the suture was damaged and the main coil was broken from the delivery wire at the proximal end and was not returned. Information available indicated that the device was confirmed to be in good condition prior to the procedure, and the dfu was used during the set up and procedure. Based on the information currently available an assignable cause of procedural factors was assigned to this investigation.

Event description:
Analysis of the returned device found that the coil was broken at the proximal end. There was no clinical consequence to the patient.